Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 03jul2024.

Event description:
Healthcare professional reported left side rupture and peri-implant fluid confirmed via MRI. The device has been explanted and replaced.

Event description:
Healthcare professional reported, left side rupture and peri-implant fluid. Confirmed via MRI. The device has been explanted and replaced.

Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted, an opening on the device. However, the assessment of the opening, cannot be confirmed. As microscopic analysis is not possible. The event of seroma is not able to be observed, as it is a physiological complication.

Manufacturer narrative:
E1. Zip code continued: (B)(6). E1. Phone number continued: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Event description:
Healthcare professional reported planned explant surgery for an unspecified event. Healthcare professional later reported a left side rupture and peri-implant fluid confirmed via MRI. Device has been explanted and replaced.